Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was confirmed. System investigation identified the need to replace the generator interface board and associated components. All components were replaced and system testing was completed. System performed as intended and returned to service.

Event description:
It was reported that the system would continue to x-ray when not pressing any x-ray command buttons. No pt injury reported.